Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 19246656 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1132 serial number: (B)(6) batch/lot number: 18769903 model/catalog description: precision spectra ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and implantable pulse generator (ipg) was not holding a charge which resulted in loss of coverage. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing well postoperatively. The explanted devices were retained by facility.